Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.50/+0.5/091 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged with a shorter lens and the problem was resolved. The reporter indicated there is a good medium vault and patient is happy. The cause of the event was unknown.